Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Blood glucose value was 125 mg/dl. During troubleshooting, the customer disconnected and reconnected the tubing and reservoir and stated that the plunger would not move forward when pushed. The call got disconnected and the customer could not be reached. The device will not be returned for analysis.